Manufacturer narrative:
Concomitant medical products: etlw1620c82ej, sn (B)(4), expiration date: 2016-02-13. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm abdominal aortic aneurysm. It was reported that the patient presented emergently with an aneurysm rupture. It was noted that the rupture was the result of an endoleak between the junction of the main body and the ipsilateral limb. Another manufacturer¿s limb was implanted to seal the inside of the junction and the endoleak resolved. The physician believed the patient to be stable, recovering, and that no further intervention will be taken. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.